Event description:
During a laparoscopic total hysterectomy, the laparoscopic hook cautery bovie sparked. The hook was removed from the operating field and replaced with a new one. The malfunctioning hook was collected and placed in its original packaging, and submitted to materials management. The bovie machine was sent to biomed for evaluation. There was no harm to the patient.